Manufacturer narrative:
The associated complaint device was not returned for evaluation. No clinical supporting documents were provided to conduct a thorough analysis of the reported issue. Per the surgeon, this issue is not the device related. No further actions are being taken at this time. Should additional information be received, the complaint will be reopened.

Event description:
Revision surgery was performed due to hematoma. The surgeon decided it is not the product failure.